Manufacturer narrative:
Block a1: (B)(6). Block e1: this complaint was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: patient code e2330 captures the reportable event of pain requiring medical treatment. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during an advantage sling + cystoscopy, thermachoice endometrial ablation procedure performed on (B)(6) 2012 for the treatment of stress incontinence. Post-procedure, the patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; rectal pain; offensive vaginal discharge; difficulties with bowel motions. Nonsurgical treatments: on (B)(6) 2012 the patient commenced pain medication: panadeine forte, nurofen, naproxen sodium. Treatment duration: weekly ongoing for last few years. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training). On (B)(6) 2012 the patient commenced other treatment: chiropractor to ascertain what was causing the lower back pain, this increased over the years without understanding what was causing as xrays of back did not reveal anything. She needed to see the chiropractor weekly to keep relieving the pain caused in and from lower back. Treatment duration: weekly ongoing for last few years.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; rectal pain; offensive vaginal discharge; difficulties with bowel motions. Nonsurgical treatments:on (B)(6) 2012 the patient commenced pain medication:panadeine forte, nurofen, nopraxon sodium. Treatment duration: weekly ongoing for last few years. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training). On (B)(6) 2012 the patient commenced other (please specify) for the treatment of: to assertain what was causing the lower back pain, this increased over the years without understanding what was causing as xrays of back did not reveal anything. I need to see chiropractor weekly to keep relieving the pain caused in and from lower back.. Treatment duration: weekly ongoing for last few years.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.